Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead experienced chest pain following implant. The lead was suspected to have perforated the ventricle. A perforation was unable to be visualized under x-ray, however, an effusion was noted on echocardiogram. An additional procedure was performed. The lead was repositioned. Two days post lead reposition, the patient experienced stimulation down the left side of the body and complained of a fast heart rate. Review of stored device memory noted the patient had conducted atrial fibrillation (af) and appropriate device function was observed. This product remains implanted and in service. No additional adverse patient effects were reported.